Manufacturer narrative:
Integra has completed their internal investigation on 7jul2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for this product ID lot # s1474 manufactured on february 27, 2015 show no abnormalities related to the reported failure. This device passed all required inspection points. This device was last serviced on (B)(6) 2015. No manufacturing or design related trend has been identified. Conclusion: in summary: (B)(6) could not confirm reason for return, the unit was found calibrated and in good working conditions. Several worn parts were noted but all look to be normal wear for the time in service. Although the head was in-tolerance on all calibration points a good amount of impact damage was found on the head assembly and major scratching found on the blade bed.

Event description:
It was reported the device stopped cutting. There was no patient involvement for this event.